Event description:
It was reported that intermittent occlusion alarms occurred. The customer's blood glucose level was 443 mg/dl. A systems check was performed with tandem technical support (cts) were it was discovered customer was using supplies beyond labeling, and was reusing cartridges. Cts educated customer on cartridge/insulin labeling. Customer successfully changed the pump supplies and resumed insulin delivery after the system check.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Root cause: use error - per tandem user guide: change your cartridge every 48¿72 hours as recommended by your healthcare provider. Wash your hands with anti-bacterial soap before handling the infusion set and thoroughly clean the insertion site on your body to avoid infection. Contact your healthcare provider if you have symptoms of infection at your insulin infusion site per tandem's user guide: "do not remove or add insulin from a filled cartridge after loading onto the pump."